Event description:
Patient presented with aaa, peripheral arterial disease; lifelong smoker. On (B) (6) 2010, patient implant of a 28-16-120bl bifurcated device, a 38-40mm talent stent graft, a unilateral renal stent. Patient was never discharged from hospital; post-procedure (date unknown), patient complained of a cold right leg. Patient was checked for pulse on the right leg and due to weak pulse/blood flow was sent for a thrombectomy where a 3-5 cm clot was removed. The patient developed ischemic bowel disease and underwent removal of necrotic groin tissue and a colon resection. The patient died after this procedure (late march, exact date unknown). The death was caused by ischemic bowel; the physician has concluded that the patient¿s death is not related to the use of the endologix device.

Event description:
It was reported that the device was explanted after an implant duration of approximately 81.5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to stenosis and calcification. Per the operative report: "the bioprosthetic aortic valve was calcified and the right and left leaflets were fused."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) was completed and there are no nonconformance found related to this event.

Manufacturer narrative:
Evaluation summary: as received, the valve tissue was cut off. Approximately 3-6mm of tissue remains intact along the attachment. Moderate to heavy calcification is detected in the remaining tissue. Calcification most likely restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 3mm. Host tissue overgrowth is minimal to moderate at the stent inflow. The x-ray demonstrates calcification. X-ray. Additional manufacturer narrative: the device evaluation was completed on 05/10/2010.